Event description:
An (B)(6) year old male post-CABG procedure was pacer-dependent via a temporary ventricular epicardial pacer. Rn x 2 were in room performing routine care when heart rhythm abruptly became asystolic. Rn immediately tended to the pacer and noted it to be powered off. When he pressed power button to reboot, pacer immediately turned back on and resumed pacing at default rate with battery level indicated as full. Pt experienced approximately 45 seconds of asystole with syncopal episode and period of increased oxygen demand following episode. Of note, pacer has auto-lock function that eliminates the possibility of the power button accidentally being pressed or bumped.